Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was 121 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump keeps on getting alarms to change battery. Customer stated that they had ready used eight batteries and insulin pump did not work. Customer stated that insulin pump had low battery alarm, insert battery and customer reports pump did not alarm. Customer states battery did not last more than one week. Customer stated insulin pump got another insert battery alarm. Customer reports display was blank. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was blank currently. Advise customer to remove the battery, customer states insert battery alarm did not display on the pump screen. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after pump restart. Customer states recurring of insert battery alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement self test and displacement test. No low battery alarms, unexpected battery power loss or blank display was noted during testing. The pump functioned properly.